Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had detected broken force sensor during regular delivery or seating alarm. The customer stated insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 35 and water damage found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to critical pump error (open book image) alarm. The crest software was utilized with x-test being successful. The bootloader trace(comlink) were downloaded using thus software however the download history was not able to download since it could not get into the join network screen. Device was cut open to perform visual inspection and found moisture damage on the pcba 1. However, device tested with reference test electronics stack pcba2, was able to boot up properly with no unexpected critical pump error alarm noted. Force sensor zero offset within specification (26mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, faded serial number label, scratched case, cracked battery case(battery tube), cracked battery tube threads, missing display window cover. Critical pump error (open book image) alarm and unable to download confirmed. Problem isolated to pcba2 . Device exposed to moisture confirmed. Unable to confirm pump error 35 due to download anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.